Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately stored non sustained ventricular arrhythmia episodes due to oversensing of electromagnetic interference (emi). The patient underwent a surgical procedure that correlated to the time of the stored episodes. No adverse patient effects were reported. At this time, this device remains in service.